Manufacturer narrative:
The customer reported that the device will not be returning for eval. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture broke. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an intervention procedure. Reportedly, when the needles were deployed the suture broke. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.